Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) unwrapped and not seated correctly in the tubing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h6 - removed crack from device codes. Internal complaint # (B)(4). The device was returned to the factory for evaluation. A photographic inspection was conducted. A visual inspection was conducted on 09/05/2019. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device. The white plunger and blue slide lock was not engaged on the delivery device. The seal and tension spring was also returned outside the device. No visual defects were observed on the seal and tension spring. We are unable to determine when the seal and tension spring was removed from either the loading or delivery device. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.197 in., the outer diameter was measured at 0.215in. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the results of the evaluation, the reported failure "fitting problem" was not confirmed.

Manufacturer narrative:
Trackwise: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) unwrapped and not seated correctly in the tubing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.